Event description:
A customer reported that the footswitch would not respond to a command and experienced continuous irrigation during a cataract extraction procedure. The case was completed following a delay. There was no pt harm reported. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).